Event description:
The investigation results found a damaged downstream occlusion seal. There was no patient involvement.

Manufacturer narrative:
E: full phone number (B)(6). G: no information found for 510(k) number. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, and found a damaged downstream occlusion (dso) seal. The customer's problem was replicated. The dso seal was replaced.